Event description:
It was reported, there was an intermittent loss of picture for less than three (3) seconds that resolved spontaneously on three (3) different occasions while using the bronchovideoscope. These issues occurred during a research bronchoscopy procedure on a healthy research participant. There was approximately a 15-minute delay during the middle of the procedure to change to a different bronchovideoscope. The patient was not under anesthesia at the time of the delay and there was no harm to the patient.

Manufacturer narrative:
E1: establishment name: (B)(6). A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.